Event description:
I inserted a foley and inflated the balloon. Patient stated there was a discomfort when inserted. When I pulled back to check insertion, the foley fell out. I reinserted another foley, inflated the balloon and pulled back to check insertion. The second foley was in place. I checked the first foley and noted that the tip of the foley was missing and the balloon was deflated.our distributor has been contacted to work with the manufacturer to pick up the defective equipment and submit for a quality analysis inspection.